Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found, by their partner, down at home with a completely off pump. The patient was later brought to the emergency department. It was unclear about the series of events leading up to this. The patient was independent at baseline and had their pump since 2024. Log files were sent for review. The event log file for the heartmate 3 contained various alarms associated with a loss of power event. The patient appeared to have connected to battery power on (B)(6) 2026 and depleted the batteries into low voltage states on (B)(6) 2026. The log file indicated the patient briefly switched to a fully charge battery (on the black cable) during the low voltage event, however the fully charge battery was disconnected a few seconds later. This left the white cable battery operating the system until that battery was depleted causing the no external power alarms and enabling of the emergency backup battery (ebb) at 6:08am on (B)(6) 2026. At around 8:12am on (B)(6) 2026, the depleted ebb caused the pump rotor to stop. The system controller shuts down a few minutes later. After an unknown amount of time external power was restored and the pump appeared to resume normal operation with controller clock corrupt faults active. There are a few alarm silence button presses during the low voltage event. Two transient f22 and f23 faults were seen in the log files, which were possibly related to the low voltage condition at the time of occurrence. There were no unusual rotor faults, pump temperature, or any abnormal pump faults seen in the log files. Based on the log files, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.